Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss in both cylinder and tubing. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. One cylinder had wear at a fold in the proximal end, holes at the corner of a fold were present. Broken fabric threads due to a sharp instrument was present at the proximal end, a hole due to a sharp instrument was found at the input tube junction and the rear tip was worn. The cylinder did not pass leak testing. The second cylinder had wear at a fold in the proximal end; a hole at the corner of a fold and separation/frayed fabric threads were present. An additional hole due to a sharp instrument was found in the proximal and the rear tip was worn. The cylinder did not pass leak testing. The damage appears consistent with either implant or explant. The reason for the reported fluid leak could not be confirmed as the timing of the damage to the cylinders and tubing could not be ascertained. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss in both cylinder and tubing. No further information was provided.